Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with high watt alarms, elevated lactate dehydrogenase (ldh) and the site suspected thrombus. The patient was treated with a heparin infusion. The site reported that the patient's ldh slowly trended downward along with powers and flows stabilizing. Argatroban treatment began (B)(6) 2018. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's plasma-free hemoglobin (pfhgb) had also been elevated on admission.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high power event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported high power event, including but not limited to thrombus formation/ingestion, high flows, incorrect setting of alarm threshold, and/or patient related factors. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.